Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, there were no pump reboots observed in the black box. The battery compartment was found to be cracked. There was no moisture observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. The reported "power "complaint was duplicated. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hour duration test. There were no pump reboots duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.